Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate electric shocks due to noise oversensing of the atrial fibrillation (af) rythm. The patient was reprogrammed due to the oversensing leading to inappropriate electric shock, however, received again inappropriate electric shocks. An x-ray was performed and the s-ICD system looked good. Isometric testing was performed and the noise was reproducible in all vectors. Low amplitude was also noted and the smart pass feature was disabled. The therapy was programmed off and the plan is discuss with the physician the next steps. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.